Manufacturer narrative:
Device evaluated by manufacturer: the device was returned to the complaint investigation site (cis) for analysis. Visual and tactile inspection found multiple hypotube kinks. Microscopic and leakage testing identified a tear in the balloon material, 1.5mm in length, approximately 3mm distal to the proximal markerband. The device could not be inflated because a tear was identified in the balloon material. A microscopic examination of the proximal and distal markerbands identified no damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 15mm x 3.50mm wolverine balloon was selected for percutaneous coronary intervention (pci). The balloon was inflated three times, with each inflation lasting 15 seconds at 18 atm. During the fourth inflation, the balloon burst, and the device was removed from the patient. The procedure was successfully completed with another wolverine device. There was no patient complication reported, and the patient was doing well post procedure.

Event description:
It was reported that the balloon ruptured. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 15mm x 3.50mm wolverine balloon was selected for percutaneous coronary intervention (pci). The balloon was inflated three times, with each inflation lasting 15 seconds at 18 atm. During the fourth inflation, the balloon burst, and the device was removed from the patient. The procedure was successfully completed with another wolverine device. There was no patient complication reported, and the patient was doing well post procedure.